Event description:
It was reported that customer experienced high blood glucose (bg) readings, with values displayed as ¿high¿ on both continuous glucose monitor and blood glucose meter, and suspected cause remained unknown. Customer delivered correction bolus to address the high bg. A system check was performed, and it was determined that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.